Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-00089, 3005099803-2011-00111, and 3005099803-2011-00112 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and three leveen needles electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the three electrodes were used to perform the ablation following the standard algorithm. However, after approximately 1 minute, the power could not be increased as expected. The generator was switched off, then on and the procedure was continued at the previous power output. The customer indicated that this issue caused an increase in the procedure length. Additionally, the account confirmed that roll-off was able to be achieved and the procedure results were perfect. However, no information was able to be obtained related to the use of each electrode for the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).